Event description:
A lifecor patient services representative (psr) contacted lifecor customer support to report that he was refitting a pt into a smaller garment. He tried to download, and it would not go through. The monitor would randomly scroll through the menus and would not stop. The psr replaced the pt's monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor was found to have a lcd screen was missing bitmaps. The monitor would not recognize an electrode belt. It was alarming to "connect belt". This would have prevented the monitor from downloading. The monitor was repaired. The monitor was retested and restocked. The root cause of the monitor not being able to recognize a belt is unk, but is likely random component failure. No adverse event resulted from the damaged monitor. Pt received a replacement monitor.